Event description:
Caller reported compact plus blood glucose results of 153 mg/dl, 90 mg/dl, and 160 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.